Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed pd therapy with a homechoice (hc) device passed away due to an unknown cause. On an unknown date (in same month as death) the pt experienced the event of failure to thrive and the pt was hospitalized for the event. During hospitalization the pt received comfort measure care (unspecified). Subsequently while in the hospital, the pt died. The cause of death is unknown. Pd therapy was ongoing until the time of death. The pt was connected to the hc at the time of death. An autopsy was not performed. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The device serial number (B)(4) was manufactured on an unspecified date in 1995. The device was received for evaluation by the baxter product analysis laboratory (pal). A review of the device history record, service history and the event history log was performed. A review of the logs revealed no device failure, malfunction or iipv (increased intraperitoneal volume) events that could have caused or contributed to the reported difficulty. The device was tested and passed both the homechoice return instrument test/ evaluation (rite) functional test and the rite electrical test. The device was determined to meet functional and electrical performance specification requirements. Per pal evaluation, there was no failure, malfunction or iipv event identified that could have caused or contributed to the reported issue of patient passing away. The cause is undetermined.